Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what is the "anoscope?"---ancillary proctoscope. Did the device cut? ---no, another device was used. Did the device staple? ---no. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a procedure for prolapse and hemorrhoids, it was found that the anoscope for a purse-string suture was broken. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.